Manufacturer narrative:
Review of the mfg paperwork is being conducted.

Event description:
On (B)(6) 2007, this pt underwent endovascular repair of an abdominal aortic aneurysm using gore excluder endoprostheses. On (B)(6) 2007, duplex ultrasound showed evidence of no blood flow through the renal arteries. The pt underwent a reintervention whereby the physician moved the device(s) distally and stents (brand unk) were placed in both renal arteries.